Manufacturer narrative:
(B) (4): the screw was not returned for eval. Imaging films have not been provided. With the available info, a cause or contributing factor cannot be identified.

Event description:
It was reported that the pt underwent spinal surgery at s1 with instrumentation. Approx three months post-op, the screw broke in half during physical therapy. X-rays confirmed the screw was broken. The pt underwent revision surgery to remove the broken screw. No further pt complications were reported.